Event description:
The facility rep states the bed will not lower. She states the unit will go up, but not down. Not sure if head or foot section. She also states the hand crank doesn't work either. No injuries noted

Manufacturer narrative:
Follow up to be sent if additional information received.